Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s pump was moving and was ¿working its way out of her body¿. The patient stated that over the past 4-5 months, the pump had worked its way out and currently it ¿looks like I have a third boob¿. The patient stated that she could feel the pump in her skin and she thought it was trying to flip. The patient also stated that she had been in the hospital 6 times this year for her liver and she would go into a comatose state. The patient did not recall the dates of hospitalization as she ¿gets a little locked out in the head¿. The patient stated that they attack her pump and say it is a ¿source of infection¿. The patient stated that she has no immunities to anything. The patient stated that she liked the pump and they kept trying to take it out of her. The patient stated that her doctor is knowledgeable and believed that the patient¿s issues had to do with the drugs. The device system delivered dilaudid, clonidine and bupivacaine. It was later reported that the pump was ¿hanging out of her side¿ and the patient would have to wear a binder. The patient stated that she was a liver transplant patient and took antirejection. The patient stated that she has autoimmune and did not know if her autoimmune was attacking her devices. The patient stated that the pump had liquid around it ¿pooked pooped¿ out. Approximately 1.5 months prior to the report liquid was drained from around the pump once and it came right back. The liquid then needed drained again right away. The doctor told the patient ¿no he wouldn¿t drain it because it came right back¿. The patient did not remember having the liquid drained when the doctor put the pump on the upper part of her hip. The patient stated that when the pump was reposition approximately 1.5 years prior to the report (please refer to manufacturer report # 3004209178-2013-23832) the doctor placed the pump on her right side. The patient stated that she did not know where her liver was but she would never allow him to do that. The patient stated ¿he said he was just going to go in my stomach so I assumed he would leave my liver alone and now I¿m having problems with my liver and I had to have a biopsy yesterday; now when they went in to do the transplant, they cut me half way around my body¿. The patient also stated that she was an amputee so she had phantom pain along with diabetic nerve pain along with carpel tunnel. The patient was to present for a pump refill on (B)(6) 2013. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported a year ago the patient noticed the pump was coming through her skin. The seroma that was previously reported began six months prior to the date of this supplemental report. The pump reportedly caused the patient¿s abdomen to swell profusely and it got to the point where the health care provider (hcp) had difficulty doing the refill because of the swelling. When the hcp would drain the seroma, it would swell the next day. Two weeks prior to the date of this supplemental report, the patient had the pump replaced with a larger pump and the pump location was also changed to resolve the erosion issue. Part of the pump replacement surgery was to address the seroma as well. It was noted there were no allegations about the function of the patient¿s initial pump. The patient was in the hospital with the new implant. It was also noted she had been getting injections and had thought the pump wasn¿t working. Upon clarification, it was noted the patient was in the hospital from thursday to saturday due to implant and due to the fact that the patient usually ran a fever. It was clarified the patient wasn¿t in the hospital for a problem, it was for implant.

Event description:
Additional information later reported the patient had a seroma that started small and now its ¿huge.¿ the patient had been told by the healthcare provider that it was the largest one they¿ve seen. Per the patient they use 4 big syringes ever time it¿s filled to drain it and that ¿it¿s getting bigger at a faster rate, it¿s huge now.¿ the patient stated that there were times when it felt like the pump was not working where the patient was in ¿so much pain I could just cry.¿ the patient does have phantom pain and other pain. The pump was not alarming. The patient also stated that there are times when the patient was out of pain and it seems like the pump was working.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that their pump was "really really big" and needed to be removed. The patient stated that her liver transplant hcp was not happy about the patient's current condition with her pump being on the same side as her liver. The pain was "definitely not under control," and it happened right before she quit using her personal therapy manager (ptm). The patient stated that if she gave up her pump, she would be risking her life and it could possibly be "messing with her liver. The pump was so large that it was causing a stretch mark. It was reported that the hcp doesn't want to do anything about the "enormous thing" on the side of the pump (seroma). The patient was maxed out with the current medication and it was not helping the patient anymore. "The patient had to be weaned off it because it was the safest." The patient's outcome was unknown. The dose, concentration, and lot numbers of the medications being delivered via the pump were unknown. If additional information becomes available, the event will be updated.